Event description:
The fenestrated bipolar forceps was not closed completely. The certified surgical technician attempted to close the 2 sides of the forceps prongs together and one fell off completely.